Event description:
It was reported by service report that the head left caster mount is broken and the head end release crossbar is bent causing the head section to no longer lock in place. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bent release crossbar on the breakaway head section; wheel assembly.